Event description:
The customer reported clear fluid leak of more than 5 ml from the manual probe of the lh 500 hematology analyzer. The customer indicated that the leak was not contained within the instrument and the instrument generated "backwash not performed" errors during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak was due to a misaligned rinse cup. The fse stated that the rinse cup had trouble moving down the secondary mode aspiration tip because the tip was bent. The fse realigned the rinse cup and tip of the manual probe to resolve the leak and error messages. Failure mode of the leak is attributed to a bent aspiration probe which caused the rinse cup to misalign and the instrument to generate the "backwash not performed" errors. (B)(4).